Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged and exhibited loss of capture due to patient manifested twiddler's syndrome. The lead was explanted. There were no additional adverse patient effects reported.